Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician reported that the heparin line disconnected from the combi-set during patient¿s (hd) treatment. It is unknown how far long into treatment the event occurred. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the actual sample was returned to the manufacturer for physical evaluation. A visual inspection was conducted on the returned sample. During the analysis of the actual sample, a separation was found between the heparin line to red t connector. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
Device evaluation: the actual sample was returned to the manufacturer for physical evaluation. A visual inspection was conducted on the returned sample. During the analysis of the actual sample, a separation was found between the heparin line to red t connector. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the complaint was able to confirm the reported event.